Manufacturer narrative:
Continuation of d10: product ID l-envpro-16; product lot/serial number (B)(6); product type: compression loading system (cls); implant date na; explant date na product ID evolutpro-26; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2020; explant date na. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve (d285775), the valve was fully reca ptured four times due to sub optimal position of the valve and dislodgement into the sinus. An electrocardiogram showed transient complete heart block (chb) with progressive recovery and first degree atrio-ventricular block at the end of the procedure. A temporary pacemaker, via left femoral artery, was implanted for 24 hours. Two additional transient episodes of chb were noted during post-valve implant admission. Subsequently, a permanent pacemaker was implanted four days following valve implant which resolved the chb. No additional adverse patient effects were reported. Additional information was received that the valve was recaptured four times and fully deployed in the fifth deployment. It was reported the mean gradient before the procedure was 39 mm hg and the agatston score was 626. There was no clear issue in terms of patient anatomy that contributed to the dislodgement of the valve. In addition, four days following the valve implant a right pseudoaneurysm in the right femoral was observed via echo doppler. Seven days following the valve implant procedure the pseudoaneurysm resolved after an intra-aneurysm thrombin injection. The pseudoaneurysm was reported as procedural related. No additional adverse patient effects were reported. Additional information was received which indicated the 24-hour electrocardiogram (ECG) post valve implant revealed sinus bradycardia, a right bundle branch block (rbbb), and an st-t wave abnormality. Treatment was not reported. No additional adverse patient effects were reported. Additional information was received which indicated that three days following the valve implant procedure hemoglobin decreased due to a femoral hematoma. The baseline hemoglobin was 116 g/l and had dropped to 80 g/l. The low level of hemoglobin was attributed to the patient¿s chronic anemia concomitant with the post-procedural femoral hematoma. Treatment included intravenous therapy (IV) iron sucrose. This condition was considered resolved five days later. No additional adverse patient effects were reported. Additional information received indicated that approximately 9 months following the valve implant, remote monitoring of the implanted pacemaker identified an atrial fibrillation event. The patient experienced palpitations once, but did not remember the date this occurred. As result, medication changes were made. Aspirin was stopped and an anticoagulant was started twice daily. One calcium channel blocker was stopped and a different calcium channel blocker was started. The physician indicated the atrial fibrillation event was not related to the valve or implant procedure. The cause was not reported.